Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had failed. A technical service specialist found that the issue was due to incorrect configuration under power management settings. Updated the power management settings remotely to resolve the issue. The system functioned as intended after assessed by the technical service specialist.

Event description:
It was reported that a bd pyxis ciisafe system keyboard failure that prevented user from accessing dilaudid. This resulted in a 15-minute delay. There was no patient harm or adverse event reported.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device keyboard was not working due to incorrect configuration under power management settings. A technical service support was investigated and fixed remotely by updating power management settings to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system had keyboard failure that prevented user from accessing medication. The customer mentioned that there was a delay to patient care for 15 minutes to retrieve the critical medication. The delayed medication was named as dilaudid. There were no adverse events or injuries reported based on this event.